Manufacturer narrative:
Evaluation: the customer returned the sheath from an introducer set in an opened and used condition. The sheath was in two pieces with the most distal piece being 27 cm in length and the proximal piece had coil elongation at its distal end. At this time we are unsure why the device separated and elongated. Corrective action has been filed in an effort to prevent this in the future. The appropriate individuals have been notified of this matter.

Event description:
During a peripheral angioplasty in 2007, the physician had no difficulty until he was trying to remove the sheath to put a new sheath in. While trying to remove the sheath, the physician met with some resistance and the sheath broke with about half of it left in the patient. The patient is currently in surgery to have the fragment removed, and then the physician hopes to continue with the angioplasty.